Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the cannula was missing when sensor was removed from body. The customer¿s blood glucose level was 131 mg/dl at the time of the incident. The customer was advised to return the needle hub assembly and was advice to call the doctor. The sensor will be returned for analysis.